Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/14/2020. Additional information was requested and the following was obtained: it was reported¿ suture broke twice without reason at the time of closure of celiac process in the surgery of cesarean section." Please clarify what does it mean "twice": if one same suture device broke two times or two suture devices broke one time each during this single cesarean section surgical procedure? It was one suture broke twice during the procedure.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported¿ suture broke twice without reason at the time of closure of celiac process in the surgery of cesarean section." Please clarify what does it mean "twice": if one same suture device broke two times or two suture devices broke one time each during this single cesarean section surgical procedure?

Event description:
It was reported that the patient underwent a cesarean section surgery on (B)(6) and the suture was used. It was reported that the suture broke twice without reason at the time of closure of 'celiac process' in the surgery of cesarean section. Another like suture was used to complete the surgery. There were no patient consequences reported.